Manufacturer narrative:
Product analysis: analysis confirmed the customers comment that the external pulse generator (epg) would not power on as the shorting bar and main board were corroded. The main board and shorting bar were replaced. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not power on. The epg was returned for service. There was no patient involvement. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis.